Event description:
The pinpoint of IV cath is broken in puncture operation. The resistance of cath is harder when puncturing, so repeated puncture operations existed sometimes, and pinpoint of cath (tip of outer catheter) was found broken after withdrawal. No patient injury or medical intervention. No additional informatino provided.

Event description:
The pinpoint of IV cath is broken in puncture operation. The resistance of cath is harder when puncturing, so repeated puncture operations existed sometimes, and pinpoint of cath (tip of outer catheter) was found broken after withdrawal. No patient injury or medical intervention. No additional informatino provided.

Manufacturer narrative:
Picture of actual used sample attached.